Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.

Event description:
The physician indicated that the distal end of the balloon was perforated. Difficulty was experienced when removing the protective balloon cover. The device was prepped normally. There were no kinks or other damages noted prior to inserting the product into the pt. During the procedure, ge, ultrabist contrast was used with a non-cordis indeflator. The same indeflator was used successfully with other devices. The physician felt resistance while inserting the balloon through the rotating hemostatic valve, and the guide catheter. Difficulty advancing the balloon catheter through the vessel and crossing the lesion was also experienced. The balloon catheter also kinked while being used. The balloon was inflated at the normal rbp and maintained pressure for 30 seconds. The balloon re-wrapped properly. Difficulty was experienced during removal of the balloon catheter; however, it was removed intact without any pt injury. The target lesion was the femoro-popliteal. The lesion was heavily calcified. The device was being used for a chronic total occlusion without pre-dilation. The pt is in stable condition.